Event description:
1) attempted balloon insertion into opticath. Balloon would not inflate. Possible hole or leak. Problem was identified during pre-insertion test. Not actually used on pt. 2) attempted balloon insertion into opticath. Balloon failed to inflate. Problem was noted during pre-insertion test. Was not used on pt. This was second failure on same case.